Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 10 days (B)(6) 2022 per timestamp. Loss of power events were active on (B)(6) 2022 from 10:08:30 ¿ 10:08:38, on (B)(6) 2022 from 21:38:35 ¿ 21:38:39, and on (B)(6) 2022 from 22:51:44 ¿ 22:51:48. These events coincided with no external power, power cable disconnect, and low voltage hazard alarms. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarm occurring on (B)(6) 2022 was activated due to the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during each event. The alarms cleared once power was restored to the controller. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, if the cause of the no external power event was known, if the mpu was exchanged and if so, will it be returned for evaluation. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate 3 instructions for use ¿equipment storage and care¿ and heartmate 3 patient handbook ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage hazard alarms. Heartmate 3 instructions for ¿powering the system¿ and heartmate 3 patient handbook ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review due to multiple no external power alarms. The event log captured a few low voltage hazard and no external power events on (B)(6) 2022 at 10:08, (B)(6) 2022 at 21:38 and 22:51 while using the mobile power unit (mpu). It appeared as though the mpu lost total power which enabled the backup battery in the controller until power was restored to the mpu. The power interruptions were brief with the longest being 8 seconds with no interruption to pump support. Several low voltage hazard events were noted on battery power on (B)(6) 2022 at 16:00 due to letting the battery power run down before changing power sources.